Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to the suspected short-to-shield and pump stoppage issues while on a grounded patient cable.

Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 21 inches of the distal end was returned for evaluation. Visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. The pump was exchanged on (B)(6) 2016 and was returned with the lead cut approximately 3.5 inches from the pump housing and the remainder was returned in one 34 inch segment. Continuity testing of both portions of the lead found all wires to be electrically intact. Examination of the underlying wires on the 34 inch lead segment found no area of compromised wire insulation. Examination of the 3.5 inch lead segment found some breakdown of the braided shield approximately 2.3 inches from the pump housing. Examination of the underlying wires revealed breaches in the yellow and black wire insulation in this location. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. If the exposed conductors of the yellow or black wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have caused the reported low speed and pump stoppages events. The reported event could have also been caused by a phase to phase short which would occur if the exposed conductors of each wire contacted each other or simultaneously contacted the braided shield while the system was operating on either a tethered power source such as the power module or batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 6 months. The event occurred at national heart center of (B)(6). The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016 after over 3 years of support, the patient's system controller sounded with multiple intermittent low speed alarms leading to pump stop alarms while tethered to the power module at home. The patient was reportedly asymptomatic. Interrogation of the system controller confirmed the reported alarms occurring intermittently. X-ray images of the percutaneous lead (driveline) showed no overt compromise internal to the patient; however, the area external to the patient near the driveline exit site appeared to be thinned. The patient was issued a ungrounded patient cable for temporary use with the power module and was advised to call for any recurrent alarms. On 09/29/2016, log files and an additional x-ray image were sent to the manufacturer for analysis. The log file data recorded on (B)(6) 2016 included three low speed hazards followed by pump stoppage events. Also, on (B)(6) 2016 there were 4 pump stoppage events recorded. The events only appeared to occur while the lvad was connected to the power module. The x-ray image showed some slight thinning of the metal just distal to the driveline exit site. An external percutaneous lead replacement procedure was performed on (B)(6) 2016 by the manufacturer's technical service representatives. The external percutaneous lead was replaced starting at approximately 2.5 inches from the skin exit site. The repair reportedly went smoothly; however, when the system controller was connected to a power module with a grounded patient cable, a pump stop alarm again sounded. The patient was provided with an ungrounded patient cable for use with the power module at home. No further information was provided.